Manufacturer narrative:
Product complaint evaluation - investigation / results: on 5/16/2016, an initial product condition/visual examination was conducted which revealed nicks and scratches were noted to the mesher handle. The latching pins were slightly loose during engagement. Galling was noted to the roller shaft extension as well as deformation to the end of the extension. Wear and slight nicks were noted to all four cutters. Right side of the comb was dented. The test mesh was not performed due to the condition of the comb. On 5/16/2016, the repair technician noted the comb was damaged and replaced. Replaced damaged side plates, bushings, hinges, roller, sliding pins and gear. Replaced damaged ratchet gear. Tested and calibrated.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the mesher chewed up the graft. An additional graft harvest had to be harvested by doctor from patient's thigh. Additional information received on (B)(6) 2016 stated that the surgery time was extended 30 minutes. There was harm, injury or adverse event to patient/operator as a wider graft area on the left thigh was taken. The surgical technique of the product is utilized; the mesher was tested twice by using a carrier, no issues were observed and then it was used with the skin graft.

Manufacturer narrative:
The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Skin graft mesher, serial number (B)(4), was manufactured on 19 april, 1993, is over 23 years old, and has not been previously returned to zimmer biomet surgical for service since the inception of sap in july of 2011. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique when inserting and removing the cutters for the skin graft mesher which resulted in damaging the comb. The damaged comb most likely led to the graft being chewed up as reported. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.